Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.